Event description:
The device was explanted and returned to the MFR with no info or reason for explant. The drug used in the pump was lioresal 500 mcg/ml at a dose of 100 mcg/day. Additional info received indicated the pump was old and needed to be replaced. The pt had no related symptoms. The pt outcome was reported as "no injury."

Manufacturer narrative:
(B) (4). Final device analysis results revealed - a reliability non-conformance; motor gear shaft wear. Analysis indicated caking in the jewel that corresponds to gear 4. Gear 4 had lower shaft wear. Gear 4 was stuck in the jewel initially and had wear on the lower shaft with caking on the jewel. There was some moisture and corrosion present in the motor housing. The motor stalled by itself off the tube. The roller arm area had some green corrosion and residue present. The roller wheels turned freely. On x-ray, the roller arm showed no movement. The top plate had some green corrosion present. All other testing was acceptable.